Event description:
It was reported that the patient has felt a "burning sensation" in the pocket area post shock, and not related to shock. They have experienced it numerous times, ever since implant. The clinic has ruled out infection as potential source of hot pocket. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6996sq41 lead, implanted: (B)(6) 2013. (B)(4).